Manufacturer narrative:
Evaluation results: (based on the information available no root cause can be determined). No results available since no evaluation was performed (evaluation of device in progress). (No device received for evaluation). Evaluation conclusion: (based on the information available no root cause can be determined). Conclusion not yet available ¿ evaluation in progress. (B)(4).

Event description:
Physician was attempting to treat a symptomatic lesion in the internal carotid artery (ica) with over 70% stenosis and calcification in the aortic ii using mo.ma device to create blockage flow. During aspiration attempt, the physician was unable to aspirate blood through the working channel. Partial aspiration was possible, the physician tried to move patient's neck to check whether the mo.ma tip was stuck to the vessel wall and huge blood clot was noted in the working channel, but the result was not changed. There was only micro plaque evident. No patient injury or other clinical sequelae were reported for this event.

Manufacturer narrative:
Inherent risk of procedure (embolization). No failure detected (device evaluation did not detect any issues with the device). Related to operational context (reported event is most likely procedural related). Device evaluated and alleged failure could not be duplicated - cause of event unknown (device evaluation did not detect any issues with the device). (B)(4).

Event description:
Additional information received reported that after the procedure with mo.ma, the physician reported that small sized new embolic lesion was created but it did not make any symptoms for the patient. The physician reported that the new lesion did not have any adverse effects to the patient and did not show any symptoms. It was also reported that he physician is a heavy user of the mo.ma device. Evaluation summary: there was no traces of blood or radio opaque solution detected on the device, in the working channel or in the inflation line. There was no residual also in the hollow mandrel. The eca and cca balloons were inflated with air at 10 mm (proximal) and 6 mm (distal) for 30 minutes without leakage detected. There was no residual of radio opaque solution in both balloons. The hollow mandrel was inserted with no abnormalities, residual or friction detected. Aspiration test of the working channel was performed three times. The syringe was connected to the hub and the tip of the device inserted in a glass filled with water. The average time was 4 seconds and no obstruction or difficulties during aspiration was detected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.